Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2008 and mesh was implanted. On (B)(6) 2009, pelvisoft was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on and mesh was implanted due to cystocele and sui. It was reported that following insertion the patient experienced urinary problems, recurrence and vaginal scarring. It was reported that the patient underwent hysterectomy on (B)(4) 2009.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 05/31/2016. Additional information: age/date of birth, other relevant history.

Manufacturer narrative:
(B)(4): it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that patient underwent ventral incisional hernia repair using mesh, on (B)(6) 2014, due to ventral incisional hernia. No additional information was provided.